Event description:
Stent deployed, the wire coiled itself to the distal end of the stent and could not be removed. Physician attempted to dislodge the wire tip with other interventional wires and microcatheters, but was unsuccessful. Another physician scrubbed in to assist, but was also unable to dislodge the wire. CT surgery was consulted. Patient required surgery for removal of wire.